Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the pad-pak was first installed on the 12th january 2009. Multiple manual power ups of ten minutes duration between the 16th december 2013 and the 2nd september 2016. Investigation found the reported fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involved in this event. Device switching on automatically.